Manufacturer narrative:
This report is submitted on september 27,2022

Event description:
Per the clinic, the device was explanted (specific date not reported) due no benefit and is required to undergo MRI procedure. It is unknown if there are plans to reimplant the patient as of the date of this report.